Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Customer switched back to multiple daily injections.